Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had dislodged from the target vein to the superior vena cava. The lead was explanted, and a replacement lead was not implanted as the subclavian vein had closed, which blocked the atrial connector of the device. There were no patient consequences. The dislocation was caused by patient activity.